Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the im plug has fractured. Update as per sales rep on 4/8/2016: after pulling the plug introducer up from the femoral canal, the plug still stays at the plug introducer and has broken.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter plug was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event was related to bone plug fracture. There is no evidence to suggest the adaptor contributed to the fractured bone plug. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the im plug has fractured. Update as per sales rep on 4/8/2016: after pulling the plug introducer up from the femoral canal, the plug still stays at the plug introducer and has broken. A surgical delay of 2-5 minutes has been reported.